Event description:
It was reported to boston scientific corporation that during a sacrospinous fixation procedure using an uphold lite vaginal support system, the physician accidentally and unknowingly fired the leg assembly into the patient's bladder. When he performed a cystoscopy to check on the mesh position, he discovered that a small portion of the mesh leg had been pulled into the bladder, so he subsequently removed the uphold device from the patient. No mesh remained inside the bladder. The physician felt that the bladder perforation was small and non-invasive. Additionally, he consulted with another urologist, who agreed that the patient would be fine without any sort of repair. The physician did not repair the perforation and completed the procedure with a kelly plication. There were no further complications to the patient, who was fine at the conclusion of the procedure.